Manufacturer narrative:
The returned device was evaluated and the download data from the returned device showed an 0x14 occlusion alarm was generated during pod operation. During the investigation, the pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. No occlusion alarms were replicated during the rerun. Fluid was able to flow freely through the entire fluid path. No blockages or damages of the hard cannula or other components of the fluid path were observed. The exact cause of the alarm could not be determined. A leak and tear were observed on the unexposed portion of the cannula. The damaged cannula caused an improper delivery of insulin. When viewing the hard cannula under magnification, it was found that it was squared off and therefore inadequate. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring.  This is mitigated by extensive in-line and final product quality testing.  All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements.  No further action or investigation is warranted at this time.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl.